Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. The reporter stated that the ir window of the pump looked foggy and alleged that it may have been causing difficulty in downloading the pump information. It was also reported that the pump may have been aligned improperly in the attempts to download the history. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing/condition issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the ir window appeared clear, and the pump information was downloaded without issues. The complaint was not duplicated. Unrelated to the complaint, the battery cap threads were stripped.